Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator early. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. We did receive performance data collected from the device and have analyzed the data. Battery voltage is pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data in save to disk (B)(4) shows min bat=2.947 to 2.634 volts between (B)(6) 2012, which is before device rrt <= 2.6251 volt.